Event description:
This is the first of two reports. It was reported that a patient experienced an upper lip injury under the foam lip spacer of the hollister anchorfast device. It was reported that there was complete breakdown through the upper lip causing a complete opening. They further reported that it required plastics to suture the area closed. They also reported that there was no device malfunction.

Manufacturer narrative:
Despite repeated requests by hollister, the account has not provided event details or photos. Lot number not provided so DHR review is not possible. Sample not returned for testing so sample evaluation not possible. Trend analysis conducted and no adverse trends observed. Hollister is unable to determine the root cause of this reported event. Hollister provided product training and inservicing to the facility.